Event description:
Per facility maintenance, he is stating that the rpl600-1 is tipping when patient is lifted, and not lifting him high enough for clearance. Facility rep stated he had (6) 600lb weight limit units not all invacare and that is happening to all when this patient is lifted. Last weight noted of patient was (B)(6).